Event description:
Customer reported on a pt with a retained pillcam sb capsule since (B)(6) 2010. The reason in unclear and the pt does not have crohn's disease. Originally she was being worked up for obscure gastrointestinal bleeding. She does have a history of abdominal surgery, and may have developed postoperative adhesions of the bowel which led to capsule retention. When the surgeon ran the bowel, there was no evidence of large diverticula. The pt was hospitalized with obstructive symptoms, though she is better today and able to take clear liquids. On x-ray the capsule appears to be low in the gi tract but the precise location is unknown. Further information is unavailable.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in pts with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess pts before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography.